Manufacturer narrative:
Manufacturer reference number: (B)(4). No further details regarding patient, product or procedure were provided by the reporter. Additional information has been requested but as of yet have not been received. Should additional information become available, the file will be updated.

Event description:
According to the reporter; after suturing the vaginal cuff closed with a reload during a total laparoscopic hysterectomy the surgeon was taking a second back bite to lock in the tension of the strand and when passing the needle it fell out of the opposite jaw. The strand was still used in the patient as the cuff was closed with enough suture support. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage as a result of this problem. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery was not delayed more than 30 minutes. No device fragment or component fell into the patient.